Event description:
The report received from the affiliate indicated that the patient was included in a clinical study. A cypher 2.5 x 18 mm stent was implanted at 18 atm for 31-60 sec in the mid left anterior descending (lad) coronary artery. The lesion had been pre-dilated with a 2.5 x 20 mm balloon at 12 atm. The stent was not post-dilated. The residual stenosis was 1.5%. The flow pre and post-procedure was timi 3. Ivus was done. At this time, a plaque shift to the ostial lad was reported (adverse event/ae #1). Approximately twenty-two months after the index procedure the patient complained of chest pain. Coronary angiography was done, and a 71% in-lesion restenosis (ae#2) was noted in the proximal/mid lad, and the ostial lad area. The restenosis was treated by implantation of an additional cypher 3.0 x 28 mm stent at 18 atm. No other procedural details were available. The residual stenosis was 9%. The physician comment regarding the possible cause of the restenotic event that it may be due to the lesion involved with the plaque shift during the index procedure growing in size. The in-lesion restenosis was not related to a problem with the cypher stent.

Manufacturer narrative:
The index procedure was an elective case done via the femoral approach. The target lesion was the mid lad. The lesion was reported to be: a restenotic lesion post-ptca/balloon angioplasty, concentric, focal, slightly calcified, 2.45 mm vessel diameter, 9.6 mm length, a 54.2% stenosis, and type b1. Approximately five and one-half months after the index procedure the patient complained of chest pain. Eleven days later, coronary angiography was done and a new de novo, 90% lesion was noted in the distal right coronary artery (rca). The lesion was pre-dilated with a 2.0 x 20 mm balloon at 12 atm for 90 sec. A cypher 2.5 x 18 mm stent was implanted at 14 atm for 30 sec. The stent was not post-dilated. The residual stenosis was 0%. Coronary angiography of the mid lad noted a 32% stenosis. No treatment was conducted for this lesion at this time. The patient was discharged three days after the procedure. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.